Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the endoscope device channel (all channel) tested positive with the following : sampling report date: 12/10/2022. Test results , all channels: sampling date for 10/7/22- microorganisms revivable at 30 degrees celsius cfu/100 ml ( greater than 61 cfu/100 ml) , microorganism revivable at 30 degrees cfu/endoscope (greater than 80 cfu/ endoscope) and presence of pseudomonas putida. Sampling date for 09/30/22- microorganism revivable at 30 degrees celsius cfu/endoscope ( greater than 80 cfu/endoscope ) , microorganisms revivable at 30 degrees celsius cfu/100 ml ( 17 cfu/100 ml) , presence of bacillus spp. Sampling date for 09/23/22- microorganism revivable at 30 degrees celsius cfu/endoscope ( greater than 80 cfu/endoscope ) , microorganisms revivable at 30 degrees celsius cfu/100 ml ( 45 cfu/100 ml) , presence of bacillus spp. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The customer cds checklist as well as the device repair center device evaluation has not yet been received , no available at this time. Follow ups are in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . The subject device regional repair center (rrc) france olympus device evaluation found the following : device electrical safety checks failed (distal end insulation failed). Bending section a-rubber glue separated. Insertion part (connecting tube) wrinkled 10mm from glue. Universal cord wrinkled, wear and tear noted on biopsy channel (needs replacement). Additionally, the cds checklist from the facility was not provided , multiple attempts were made, however, were unsuccessful. No response received from the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see update to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.